Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 222 mg/dl at the time of the call, and 562 mg/dl earlier that day. The customer used food and was given a gel to treat. The customer experienced symptoms such as not feeling well. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The insulin pump will not be returned for analysis.